Event description:
Event description guidant received information that after the patient underwent an MRI, afterward the battery status was noted to have dropped to mol (middle of life) prior to this procedure the battery status was at a bol (beginning of life) status.